Event description:
Time: on (B)(6) - 2:24 pm - pod activated; 3:27 pm - 276 mg/dl, 5.6 unit; 4:44 pm - 326 mg/dl, 4.3 unit; 5:25pm - 306 mg/dl, bolused 6 units with syringe; 10:04 pm - 263 mg/dl used syringe for bolus; on (B)(6) - 5:15 am, 324 mg/dl - pod deactivated. When the customer removed the pod, she noticed that the cannula was bent. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.